Event description:
It was reported that the coag function did not function during surgery.

Manufacturer narrative:
It was reported that the cut button was working properly, but the coag button was not working properly during surgery. The issue was resolved by using another plasmablade device. There was no injury to the patient. The device is being returned to the manufacturer for evaluation.